Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. W2 was found in the history list and was confirmed by the customer. After the customer confirmed the w2, he changed the battery. Therefore, the pump did not trigger an e2.

Event description:
Reporter stated the infusion device shut-down without providing a warning or error message. The correct type of battery is used in the infusion device. No physiological effects were reported. The infusion device was requested for evaluation.